Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 3.5 lbs due to faulty force sensor resistor. (Gold) insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker, stained back address label and minor scratched lcd window.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 138 mg/dl. Insulin squirted out during the manual prime process. The product will return. Nothing further to report.